Manufacturer narrative:
(B)(6). Date sent to the FDA: 09/28/2020 additional information: d10, h6 additional h3 investigation summary ==> it was reported performance pull off - suture needle. An empty opened foil, a labeled winding former, a detached needle and a dispensed suture of product code j458, lot # lgz407 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the opened sample, the assignable cause of the performance pull off - suture needle is a short insertion. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hernioplasty surgery procedure on (B)(6) 2020 and suture was used. During subcutaneous closure, after putting 1 to 2 stitches, the surgeon noticed that there had been no needle. The needle was found on the floor. The needle had been detached from the suture. It was not a control release needle. There were no adverse consequences to the patient. No additional information was provided.